Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: wu y, feng e, zhang y, lin f, lin l, li z, xiao l. Porous-coated metaphyseal sleeves and mbt implant for severe bone loss in revision total knee arthroplasty: a mean 2.4-year follow-up. Arthroplasty. 2020 apr 20;2(1):12. Doi: 10.1186/s42836-020-00031-x. Pmid: 35236430; pmcid: pmc8796563. Objective and methods: authors retrospectively analyzed 36 patients who received revision total knee arthroplasties. All patients received depuy sigma tc3 and mbt implants-- 19 were used on the tibial side; 8 sleeves on the femoral side; 9 sleeves on both sides with additional inclusion of femoral and tibial stems. There was no information indicating whether each patient¿s native patella had been resurfaced or not. In follow-up period, 1 patient was lost to follow-up, 2 patients died, and 2 patients refused to participate. Results: 36 patients had complete clinical & radiographic data, showing significant improvements in range of motion & survey scoring. Short-term retrospective study showed that porous-coated metaphyseal sleeves had few complications, excellent osseointegration and stable fixation. Complications identified: 2 patients: prosthetic joint infections, treated with surgical I&d and insert exchange. 5 patients: continuous wound drainage, treated with surgical evacuation of hematoma. 8 patients: complaint of patellar crepitus (no specifics provided), but elected no further intervention.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.